Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A padgett dermatome was involved in an incident during a pt procedure. A pt (demographics not provided) with a burn was having several grafts performed on their external left thigh. The desired thickness of the graft was not communicated by the surgeon, but several grafts were taken and only the last graft was thick. The last graft was described as being sudden. The thickness was also described by our foreign colleagues as; "the thickness was until the subcutaneous fat and the dimensions of the thick graft was 10 x 15 cm." The thick graft required suturing. A swivel was found at the end of the surgery. The event did not lead to a significant increase of surgery time.